Event description:
Customer reported experiencing high blood glucose events on (B)(6) 2025, with the highest level recorded as "high," though the exact value was unknown. There was no indication of an adverse impact on the customer's blood glucose level beyond the high readings themselves. The customer took corrective action by administering a correction bolus via the pump, and technical support recommended consulting with healthcare providers to explore possible causes. Additionally, the customer requested further assistance due to frequent high blood glucose events, and clinical support services planned a follow-up.